Event description:
Correction: on (B)(6) 2018, the lead was capped and replaced. During the procedure, the lead exhibited a lead to can insulation abrasion causing externalized conductors.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited low, out-of-range impedance during high voltage therapy delivery. Therapy was successfully delivered using another vector which successfully converted the rhythm. On (B)(6) 2018, the lead was capped and replaced. During the procedure, the lead exhibited a lead to can insulation abrasion. The patient was stable following the procedure.